Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte yel 24ga x 0.75in - 381212 - catheter broke/separated after placement the patient came from reference hospital was on ivf. Ivf was stopped for transfer in the ward bed by staff. After transferring the patient, it was noted that child does not have any splint and had just loose dressing to securing ivc. Ward nurse put splint and secured ivc. Connected with ivf pump but after some time it was noted that the pump was beeping due to occlusion and IV site tissued. Soon after cn informed cnc + ward in charge+ doctor as well. When writer removed the ivc, the IV cannula was half fractured in the middle but not fully fracture.